Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, it was noted that eight pliers were discolored. It is unknown where this occurred. No additional information is available. This is report 3 of 8 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of awareness was corrected to (B)(6) 2011. (B)(6). Date received by manufacturer reported incorrectly in previous mw; date is: (B)(4) 2011.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device history review for this lot has been requested. The investigation conducted on the pliers on which the complaint was received showed that there were actually traces of corrosion on the surfaces. These deposits have formed due to residue after the cleaning and sterilization process. The visible traces can be easily removed mechanically. This is clearly a case of accumulation of contact corrosion. With regard to the formation of rust, it can be said in general that all materials, including so-called stainless steel, are rust-resistant only under certain conditions. The rust resistance is effective only if the material is dry and free from contact with other metallic objects. All metallic contact under damp or wet conditions generate electrolytic reactions leading to contract corrosion.